Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with dianeal unknown bag intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date between (B)(6) 2010 and (B)(6) 2010, the patient experienced peritonitis. It was not reported whether a peritoneal effluent analysis was performed. Treatment and outcome of the peritonitis were not reported. Action taken with dianeal therapy was not reported. The physician did not provide a causality assessment for the peritonitis to dianeal therapy.